Manufacturer narrative:
Date of event estimated. The three additional devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with four proglide devices were attempted two in the right common femoral artery (rcfa) and two in the left common femoral artery (lcfa) using the preclose technique prior to an endovascular aneurysm repair (tevar) procedure. Reportedly, after hemostasis was achieved, an angio showed an occlusion in the rcfa and lcfa. A cut-down was performed on the rcfa and lcfa to remove the sutures. The arteries were sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.